Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the station booted up with an error: ¿alternate current (ac) failed. A field service engineer (fse) found that the battery was failing. The fse then turned off the station, replaced the battery, and successfully recovered the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station battery power was failed the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.